Event description:
It was reported that the control-iq algorithm delivered an auto-bolus inappropriately. The customer¿s blood glucose (bg) decreased to 78 mg/dl. The customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. The customer was released from the ER later that day.